Event description:
The customer reported that he changed the battery three times in a week, and the insulin pump alarmed low battery. During the call, the customer stated that he was hospitalized three months ago due to low blood glucose and he was wearing the insulin pump during the event. Troubleshooting was performed, and the battery indicator did not show less than two bars. The customer stated that he does not use the backlight frequently or has unattended alarms. Recommended to use an alkaline battery. The caller stated that the battery cap is worn out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.